Event description:
During follow-up the physician reported that the pt's condition had resolved and that he thought the pt's sore throat was similar in course to a viral infection that was going around at the time.